Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarm occurred. Customer changed supplies to address the occlusion alarm. Customer's blood glucose (bg) was 237 mg/dl.